Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient had his knee revised for laxity and patella loosening. The explanted patella was missing its pegs and there was no cement attached to the implant. There were chunks of cobalt cement in the joint space. The tibial component was removed and replaced with a universal baseplate and ts poly insert. The ps femoral component was retained. The patella was resected again and replaced with a 36mm x3 symmetric patella. Update 11-sep-2018: it was reported through medwacth mw5079401 "the pt had a knee replacement on 2013. He had a revision surgery on 2018 where it was discovered the patella button had fractured at its pegs. The vendor rep was in the revision surgery."